Event description:
The graft was implanted for a right femoral artery stenosis. The patient subsequently developed a fever of unknown origin of 37.2 degrees c. To 39.0 degrees c. Until 09/09/97 with an elevated crp. Blood culture was negative, but the patient was treated with two kinds if antibiotics (not specified). Throughout the course, the patient has been asymptomatic. The graft was left in. The patient is now doing well.